Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil was completely embedded within the fallopian tube') in a 38-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy,, laproscopy and bilateral salpingectomy). Essure was removed on 16-apr-2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: attention was paid to the area of the essure removal, and felt 1 small piece could be identified, and this was grasped with maryland graspers, and completely removed it. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure coil was completely embedded within the fallopian tube. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-apr-2022: mr received. Reporter information, patient middle name, medical history, rcc added. Event: medical device removal updated to event: essure coil was completely embedded within the fallopian tube. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('essure removal'). In a 38-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), (B)(6) years (B)(6) months after insertion of essure. The patient was treated with surgery (removal of essure, laproscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of essure. The patient was treated with surgery (removal of essure, laproscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: pif received. Reporter information added. Date of insertion, product indication updated. Event injury nos updated to event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.